Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. Due to the broken conductor wire, electrical continuity testing could not be performed. In addition, the instrument's yaw pulley was found to be broken. The yaw pulley was missing a 0.077 x 0.054 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The known common cause of this failure is due to mishandling/misuse. Also, the instrument was found to have various scratch marks with light material removed on the main tube. The scratches were not aligned with the tube axis. According to the da vinci xi surgical system user manual, the following caution is noted: caution: instrument tips should be kept in the view of the surgeon at all times. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from an instrument allegedly broke off, fell inside the patient, and was possibly retained inside the patient. The exact location of the instrument fragment is unknown.

Event description:
It was reported that after completion of a da vinci-assisted arcuate ligament release procedure, the surgeon noticed upon reviewing a video of the surgical procedure, that a cable broke and a fragment of insulation from the maryland bipolar forceps instrument possibly fell inside the patient. On 09/28/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was not present during the surgical procedure which was completed successfully with no intra-operative complications. On post-operative day 1, the surgeon reviewed a recorded video of the surgical procedure and noticed that at one point a fragment from the maryland bipolar forceps instrument broke off and fell inside the patient. The surgeon immediately notified the site's robotic coordinator and the or, and requested for the instrument to be pulled from circulation. The csr also reviewed the video with the surgeon. According to the csr, the event occurred while the surgeon was using the maryland bipolar forceps instrument to grasp unspecified tissue. At one point, the surgeon pulled the tissue and tip of the instrument out of view from the surgical field. Suddenly, the tissue that was being held by the instrument appeared back into the surgical view. At that time, the instrument's tip was still not in view. When the surgeon moved the instrument back into view, they noticed from the video that a fragment from the insulation of the maryland bipolar forceps instrument was dislodged but still attached to the instrument. The dislodged instrument fragment was not noticed during the actual surgical procedure. After re-grasping the tissue with the maryland bipolar forceps instrument, the insulation fragment fell off inside the patient. At the time of surgery, the surgical staff did not notice any issues with the instrument or that a fragment had fallen off inside the patient. The csr did not know if there were any instrument collisions during the surgical procedure. The surgical procedure was completed successfully and no post-operative complications were reported. According to the csr, the surgeon informed the patient that an instrument fragment fell inside patient and was possibly retained.